Event description:
The "variax 2 locking screws t10 2.7" did not lock into the plate. New screws were used to complete the surgery successfully. Surgical delay of 15min. Not longer.

Manufacturer narrative:
Correction: refer to d tab catalog, lot & gtin number, h6 method code. The reported event could be confirmed. The visual inspection shows: the screw head shows important damage on the locking threads. The material of the threads are completely crushed together, which makes the locking to the plate impossible. A non-conformity report was opened and is currently investigating this event. A review of the device history for the possible lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Manufacturer narrative:
Correction: refer to d9/h3 device availability. The reported event that bone screw, t8 full thread, 2.7mm/l18mm was alleged of 'implant - insertion impaired' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the reported event. However, based on the complaint history review, some possible root causes are, but are not limited to: - the locking part of the screw thread could have been stripped during the usage of the screw, preventing the locking mechanism to function properly. This could have lead to the creation of a slope in the thread preventing the screw to fully engage in the plate, and so, it prevented the locking mechanism to work. - this is a single use device, however it cannot be excluded that the damages to the thread occurred in a previous usage of this device. The IFU requires the users to discard the devices after a use. - the insertion angle of the locking screw should be a cone with 30° angle. Any excesses in the angulation might lead to the non function of the locking mechanism and even the damage of the thread of the screw. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
The "variax 2 locking screws t10 2.7" did not lock into the plate. New screws were used to complete the surgery successfully. Surgical delay of 15min. Not longer.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The "variax 2 locking screws t10 2.7" did not lock into the plate. New screws were used to complete the surgery successfully. Surgical delay of 15min. Not longer.